Event description:
It was reported that the atrial lead exhibited far field r-wave (ffrw) oversensing, noise, and undefined impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5068, implantable pacing lead, (B)(6) 2000. (B)(4).